Event description:
An a-crn drill bit was being used in an anspach x-max drill.during the bone flap removal of a craniotomy surgery, the tip of the drill bit broke off onto the field. It was noted what had happened, and the operative site drapes were searched for the missing tip. It was not found. Towards the end of the case, an x-ray was taken and read by a radiologist. No tip was seen in the head.